Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system, with a documented glucose value of 65 mg/dl, after pausing and removing the device which affected automated insulin dosing; the patient treated the event with oral glucose and subsequently returned to range, and troubleshooting and education were performed with a recommendation to consult the healthcare provider regarding a factory restart and assignment of additional training. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution with self-treatment. Investigation included review of available patient reports and provision of education and resources. Investigation of this case revealed user interaction with the device that disrupted algorithm performance. It was concluded that the event was consistent with hypoglycemia related to device use outside intended operation, with user education provided on hypoglycemic treatment, and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.